Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 34 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of parity 4, multi gravida and tubal ligation in 2015. Previously administered products included: zithromax. The patient had a family history of diabetes and hypertension. Concurrent conditions were listed as chlamydia test since 2015 as well as intramural leiomyoma of uterus and pelvic pain. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2021, 2293 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus, bilateral salpingectomy. Cystoscopy, implantation harvested allograft). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: date discrepancy noted in explanted date: (B)(6) 2021 instead of (B)(6) 2021. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 20.801 kg/sqm. [Pathology test] on (B)(6) 2021: surgical pathology: diagnosis: uterus, cervix, and bilateral fallopian tubes, robotically-assisted total. Laparoscopic hysterectomy and bilateral salpingectomy: cervix: no diagnostic abnormality. Endometrium: benign proliferative pattern; benign endometrial polyps; myometrium: leiomyoma (subserosal); serosa: no pathologic alteration. Right fallopian tube: intact essure device in proximal tube. Left fallopian tube: intact essure device in proximal tube; benign paratubal cyst; uterine weight: 97 g. Specimen source: uterus, cervix and bilateral fallopian tubes. Clinical information: diagnosis/clinical information: intramural leiomyoma of uterus procedure/source: robotic hysterectomy with bilateral salpingectomy, cystoscopy and graft placement. Gross examination: right fallopian tube: the fimbriated fallopian tube measures 5.5 cm in length and 0.6 cm in diameter. The serosa is red-purple and moderately congested. The fimbria are pink-red, and are prominent and delicate. Sectioning reveals a tan-pink stellate pinpoint lumen, which is devoid of lesion. Extending from the fallopian tube lumen into the right cornu is a coiled silver metallic wire which is a grossly consistent with an essure device. Left fallopian tube: the fimbriated fallopian tube measures 6.5 cm in length and 0.6 cm in diameter. The serosa is red-purple and moderately congested, and there is a 0.3 cm in greatest dimension fluid filled paratubal cyst. The fimbria are red-purple, and are prominent and delicate. Sectioning reveals a tan-pink stellate pinpoint lumen, which is devoid of lesion. Extending from the fallopian tube lumen into the left cornu is a coiled silver metallic wire which is grossly consistent with a essure device. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 25-oct-2023: medical record received. Reporter, medical history, lab data was added. Non-drug treatment notes updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 34 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2021 she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (essure removal). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 06-apr-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 34-year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2021 she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (essure removal). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.